Event description:
A malfunction alarm, identified by code malf 9, was reported, but there was no adverse impact on the customer's blood glucose level. The customer contacted technical support and was assisted with resetting the pump, which resolved the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if any further issues arose.